Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694965 lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient passed away approximately five months after a device exchange was performed. The cause of death was listed as electromechanical dissociation and septic shock. Attempts to obtain additional information and the source of the sepsis were unsuccessful.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.